Event description:
It was reported that the pump's plunger was sticky and that the left case needed repair. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The right plunger case was cracked and there was no apparent contamination. Left plunger case was damaged. Event history log (ehl) showed: check clutch plunger lever. This issue was a result of the customer's physical damage to the device. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced left plunger case assembly.